Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent an excision of an anterior vaginal wall mesh on (B)(6) 2013 concurrently with revision of sling, an anterior repair, vault suspension, excision of posterior vaginal mesh, rectocele repair and injection of coaptite secondary to urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Reason for implant: uterine prolapse, pelvic relaxation, mixed urinary incontinence. Concurrent procedure(s): tvh, bilateral sacrospinous ligament fixation, cystocele repair with augmentation, vaginal enterocele repair, posterior repair with hernioplasty, augmentation of the posterior compartment. It was reported that the patient underwent excision and revision of mesh and cystoscopy on (B)(6) 2008 due to vaginal bleeding with question of scar tissue. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent transvaginal hysterectomy.